Manufacturer narrative:
The customer observed a falsely elevated result for one patient while using architect troponin-I reagent, lot 02868un17. Return testing was not completed as returns were not available. A review of tickets for the architect troponin-I (ln 2k41) assay was performed and did not identify any trends that indicate a product issue related to patient results. A review of complaints was completed for the lot and found normal complaint activity. Historical performance of reagent lot 02868un17 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02868un17 is within the established control limits. Manufacturing documentation of lot 02868un17 has been reviewed and no contributing factors to the complaint could be identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect troponin-I, list 02k41-27, lot 02868un17.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: initial on (B)(6) 2018 at 18:55 = 0.326 ng/ml (>0.30 ng/ml = critical) but it was a short sample so was unable to be retested; on (B)(6) 2018 at 23:56 = <0.1 ng/ml. There was no reported impact to patient management. There was no additional patient information provided.